Event description:
(B)(6) 2016 12:26 pm (gmt-5:00) added by (B)(6) ((B)(4)): it was reported that the ventilator had a broken wheel. There was no patient involvement. (B)(4).

Manufacturer narrative:
According to the received service report, our field service engineer (fse) repaired the ventilator carrier. The ventilator and carrier was put back into service. No further problems have been reported after that. No part was returned for investigation. The cause for why the wheel broke has not been established from this investigation.

Event description:
(B)(4).